Event description:
It was reported that the patient presented one hour post dual-chamber pacemaker implantation and atrioventricular node ablation. Upon interrogation, the right ventricular lead exhibited intermittent capture and a high capture threshold. The lead was observed under fluoroscopy and confirmed to have dislodged as a result of severe tricuspid valve regurgitation. The physician repositioned the lead on (B)(6) 2025. The patient was stable.